Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the balloon was found. The aus was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The components were visually examined; the pump and balloon were leak tested; and the pump also functionally tested. No anomalies were found with the pump and cuff. Visual examination of the balloon revealed that there was a hole from fatigue between the balloon and adapter junction. The balloon did not pass the leakage testing due to the hole. Based on the information available and analysis results, the reported clinical observation of mechanical problem and hole/perforated were confirmed. D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for cuff: (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the balloon was found. The aus was explanted and replaced. No patient complications were reported.